Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a power error and the customer woke up with high blood glucose of 24.7 mmol/l. The customer treated with the insulin pump. It was advised that the customer remove the battery for ten minutes, insert a new battery, clear the alarm, update the time and date, and complete the reservoir and tubing process. It was advised that the customer monitor the insulin pump and call for assistance if the error recurred.